Event description:
Pt underwent right thoracoscopy, and right upper lobe resection in 2004. A right pneumothorax persisted after surgery and remains present, but decreased in size as of 3 weeks later. Pt remains hospitalized as of the date of this report.